Event description:
Eye care practitioner reports a pt presented with mild pain, watery discharge, mild mucous, photophobia & sore, od, since that morning. Wear history of 30 days continuous wear of focus night & day lenses with 10 days wear time of this pair. Diagnosed with central corneal ulcer. No anterior chamber reaction. No culture performed. Treated with ciloxan q 1/2 h x 6h, then q 1h x 48 hr, then q 2h. Follow up visit in 10/2003, ciloxan qid. Follow up six days later, meds discontinued, ulcer resolved with faint scar & no loss of visual acuity. Contact lens wear resumed. No further info is available at this time.